Event description:
This device was returned with oos documentation from biotronik rep. "This device was implanted for 1 yr and 1 month, and abruptly it went to eri within a week. It is thought that the device was exposed to a high power magnet, but that has not been confirmed." This device was replaced with another cylos dr-t.